Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device passed all testing including bench handling, power cycling, and functional stress testing without duplicating the report. The cable from the pim board to the cpu board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report of internal comm failure 1475 was observed during review of the device data logs. However, the device passed bench handling, power cycling, and functional stress testing without duplicating the report. The 13-pin ribbon cable from the power interface module to the central processing unit board was replaced as a precaution. The customer's report of the unit shut down was also observed during review of the device data logs. However, it cannot be determined how the device shut down as the log does not record button presses. The power interface module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor an (B)(6) female patient, the device displayed a "self check failure-1475" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to monitor an 82-year-old female patient, the device displayed a "self check failure-1475" error message and the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial/final medwatch report. Zoll medical corporation has not received the device for evaluation of the shut down and this complaint is still under investigation.